Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the customer was able to clear the alarm. Customer reverted to manual injections, and customer's blood glucose (bg) levels subsequently dropped to 63 mg/dl. Customer address low bg levels with juice and crackers. Customer was able to successfully load a new cartridge onto the pump.